Event description:
Plaintiff alleges that he developed severe illnesses and injuries to the skin, including but not limited to skin discoloration, soreness, rashes, respiratory and or other related diseases, disorders and reactions caused by extended exposure to latex gloves made by co, as well as, many other glove mfrs.